Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported cutter actuation failure occurred during surgery. The condition of aspiration was unknown. The surgery was successfully completed after replacing the product with another one. There was no patient harm. Procedure details are not reported.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector. The sample was visually inspected and found to be nonconforming with the front and rear housing detached. No functional testing could be performed due to the component¿s detachment. The probe was disassembled, and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard pictures. Couple gouge marks at one location on the inner cutter. Presence of adhesive observed on the rear housing. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported actuation failure due to the engine assembly detached components. How and when the engine housings became detached cannot be determined from the evaluation performed, however a manufacturing related root cause cannot be ruled out. A non-conformance investigation has been initiated associated with the engine housings detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).